Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving a shock from the device. A review of the episode showed noise oversensing. It was noted the patient was using an electric sander at the time, but the noise was not consistent with electromagnetic interference (emi). Similar noise could not be reproduced with arm and body movements. Technical services reviewed the available device data and found the patient had previous inappropriate shock therapy due to slow ventricular tachycardias (vts) with small amplitudes, resulting in oversensing. Technical services discussed the amplitudes were also small in the new episode, allowing the noise signals to be oversensed. The cause of the noise appeared to be motion-related, possibly due to the shaking/vibration caused by the sander. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shocks.